Manufacturer narrative:
(B)(4) implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. (B)(6) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during preparation, a white dot was observed in the center of the optic part. Therefore, the surgeon did not use it. The operation was completed safely by using another back up intraocular lens. Reportedly, there was no patient contact or injury reported.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was sent to an outside lab for further analysis. Upon initial microscopic examination, the lens appeared to be covered with dried buffer salt solution with a clear ''line'' in the middle of the iol surface. Probing at the ''line'' revealed that it was not a foreign material. Attempts to extract the ''line'' only made it disappear, suggesting that the ''line'' was a mark in the (presumed) buffer salt solution and not debris. The reported white dot in the center of the optic was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, laboratory analysis, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.